Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a colectomy, the staples are not closing as they should. When the doctor checked with air and water, bubbles came out where the anastomosis was made. So, they checked if it was well sealed and sutured, and he had to suture it by hand. It bleeds a little, because of that the closing was not done well. No further consequences.